Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. Final analysis found that a partial lead was returned. Insulation abrasions exposing the outer coil were noted at 31.0 cm to 31.1 cm and 36.7 cm to 37.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).